Event description:
It was reported that there was problem was insertion of rf lead into rv port. The sealing ring was assumed to be oversized. The physician, with force, put lead in and was fixed with setscrew. The device remained implanted

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.